Event description:
Material no.: 381444 . Batch no.: 7068971. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have had 2 piv catheters with needles that did not retract¿one cause a bbp exposure for the nurse. I have 1 of the 2 needles I can send your way for testing.

Manufacturer narrative:
Our quality engineer inspected the sample provided. Bd received one opened unit from lot number 7068971. Through the visual evaluation of the unit, adhesive was observed around the hub and the button. A functional test was performed where the button was pressed. The button did not activate retraction. The reported issue was confirmed. Adhesive observed on the unit prevented the button from sliding in its channel, therefore causing a needle retraction failure. This was sufficient evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment of where the adhesive is dispensed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 381444, batch no.: 7068971. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have had 2 piv catheters with needles that did not retract¿one cause a bbp exposure for the nurse. I have 1 of the 2 needles I can send your way for testing.